Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The 7.0 x 80, 75cm mustang balloon catheter became stuck on a non-bsc guidewire. Details of how the procedure was completed is unknown. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with a 0.035inch guidewire trapped inside the device. The guidewire was severely stretched at the section exiting the wire lumen at the hub of the device. An attempt to remove the wire from the device was met with resistance. As a result the shaft was dissected at various locations and eventually the guidewire was removed. No anomalies were noted. The balloon is partially inflated with contrast media. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The 7.0 x 80, 75cm mustang balloon catheter became stuck on a non-bsc guidewire. Details of how the procedure was completed is unknown. No patient complications were reported and the patient's status is ok.